Event description:
Riata lead advisory. Patient with a long history of hypertrophic cardiomyopathy, lvef 24 percent, s/p ICD and now with ICD pocket infection who is referred for defibrillator extraction. Past medical history diagnosis date hypertrophic cardiomyopathy lvef 57 percent (but with lvh and marked lv strain) - 37 percent, lvedd 4.9 cm, no evidence of lv outflow obstruction, co/ci 3.9/1.6. Chf (congestive heart failure) nyha class ii - iii/ acc stage d, peak vo2 9.0 (27 percent pred). Ventricular tachycardia, sustained with recurrent ICD shocks, s/p st. Jude ICD implantation (2009) with pocket revision for pre-erosion v. Infection (2009). Atrial flutter s/p multiple ablations. Chronic venous insufficiency. History of tobacco use quit 2009. Paroxysmal atrial fibrillation 2008. Multiple cv performed, pvi (B)(6) 2014; failed tikosyn therapy due to extensive tikosyn prolongation (B)(6) 2015. History of amiodarone therapy 2008 d/c (B)(6) due to hyperthyroidism. Aicd (automatic cardioverter/defibrillator) present 2008. St. Jude - pt is sensitive to threshold testing. In attempt to keep af at a minimum in (B)(6) 2015 lrl increased to 70. Pt with breakthrough episodes with lrl of 60. Reprogramming aair 70 - 100 bpm which significantly improved his symptoms. Sleep apnea. CPAP/bipap dependent. Depression . Anxiety. Gerd (gastroesophageal reflux disease). H/o transesophageal echocardiography (tee) for monitoring (B)(6) 2014 lvef 31 percent. La5.1cm. Hyperthyroidism secondary to amiodarone 2014 amiodarone discontinued. Heart murmur. (B)(6). Complication of anesthesia has a hard time waking up, ponv. Visit for monitoring tikosyn therapy. Tikosyn initiation attempted 2015 but unsuccessful due to qt prolongation even with small doses. History smoking status. Former smoker - 1.00 packs/day for 25 years. Types: cigarettes.